Manufacturer narrative:
Section d4, expiration date, primary UDI number: corrected. Section d6a: correction. Date of explant is not applicable for heartmate 3¿ system controller. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of vertical lines in the liquid crystal display (lcd) in the system controller was confirmed. The system controller, serial number (B)(6), was returned for analysis. The lcd had vertical white lines which did not affect the controller¿s ability to display readable messages. Following preliminary testing, the lcd screen from the controller was swapped with a functional one. This resolved the lines in lcd issue. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The root cause for the reported screen issue was conclusively determined to be due to an issue with the thin film transistors of the lcd being shorted on. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook (rev. D), section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient came into clinic because their system controller screen had black lines running through it vertically when performing a self-test, as well as when they reviewed the alarm history screen. The system controller was exchanged.